Event description:
Revision surgery - due to poly wear, over time, of the left knee.

Manufacturer narrative:
The reason for this revision surgery was to replace the patient's worn insert 15.4 years after the original surgery. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for a revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. (B)(4). The root cause for the worn insert was most likely due to normal wear. There is no indication of a product or process issue affecting implant safety or effectiveness.